Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. No coring of the pump reservoir was observed, and no leaking from the pump reservoir septum was observed during the septum pressure test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that the patient's pump was leaking drug through the entrance of the central reservoir and also there was a fluid leakage through the catheter. A catheter replacement was performed but the leakage continued. The physician then chose to withdraw the entire system by continuous drainage and risk of infection. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event. It was unknown if any diagnostics or troubleshooting had been performed. The event did not lead to or extend patient hospitalization and there was no injury as a result of the event (please note this is conflicting with the report that surgical intervention to replace the system was performed). At the time of the report it was unknown if the issue was resolved. It was indicated that the explanted pump would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that it was unknown when the leaking was first observed and unknown how the leak was detected. It was unknown if the needles used to refill the pump were the manufacturer approved needles. It was unknown where the fluid leakage through the catheter was specifically located. There were no known symptoms that the patient experienced related to the leak. The catheters were not being returned for analysis.

Manufacturer narrative:
Product ID 8780, lot# 0214260446, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID 8780, lot# 0214824893, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that an attempt was made to revise the catheter but the doctor suspected pump problems and removed the entire system on (B)(6) 2019. It was clarified that the second catheter was not actually implanted because the surgeon decided to remove the entire system. It was reported that the catheters would not be returned because they were "contaminated" and thus discarded by the hospital.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation at medtronic neuromodulation return product analysis lab indicated the pump was delivering morphine 10.0 mg/ml at a dose of 1.502 mg/day. If information is provided in the future, a supplemental report will be issued.